Manufacturer narrative:
(B)(4). Device not returned. Lot 1359755 was unavailable for review therefore an assessment memo was attached for product code 810041b. No additional information is available. If further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a sling procedure over 19 years ago and the mesh was implanted. It was reported that the mesh migrated and became attached to obturator muscles causing severe pain. It was also reported that the patient could not empty bladder. It was also reported that the patient was physically disabled.